Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed repeated recoverable error 31199 upon reviewing the error logs. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported issue of error 31199. The usm was tested on an in-house system and failed normal mode. The usm was also tested on a patient side cart (psc) fixture test platform (pftp). The usm passed lissajous, sine cycle, and brake tests but failed the fiber test on the clockspring and parallelogram. The clockspring and parallelogram fibers cables were swapped with new ones, and the error no longer occurred. When the original clockspring and parallelogram fibers cables were reconnected, the errors returned. The clockspring and parallelogram assembly will be replaced as a fix. The root cause of this failure was attributed to a component failure. A procedure log review was performed by the technical support engineer. Per the review, the issue occurred during a procedure on (B)(6) 2022 using system sk1277. A review of the site's system logs for the reported procedure date was conducted by tse and fse. Investigation revealed the following possible related system errors: 31199 - the axes controller (ac)_2e detected that the servo sync was unlocked. This complaint is considered a reportable event due to the following conclusion: the universal surgical manipulator (usm) was replaced after the completion of a surgical procedure due to repeated errors on usm 2. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the customer informed the technical support engineer (tse) that error 31199 occurred. The error was resolved by pressing ¿recover fault¿ button. The tse reviewed the error logs and confirmed that repeated recoverable error 31199 occurred on the universal surgical manipulator (usm) 2. The tse explained that the system could be used since the error was resolved. The field service engineer (fse) will follow up. The tse advised to press ¿recover fault¿ button or to perform power cycle if the error reoccurs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The procedure was completed robotically with all four usm.